Manufacturer narrative:
The valve remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event will be updated should additional information become available. (B)(4).

Event description:
Medtronic received information from a patient advocate that one day post implant of this transcatheter pulmonary valve (tpv) into a chronic surgical bioprosthetic valve, the tpv had moved slightly and there was a small amount of regurgitation. After discharged from the hospital, the patient was tired and skin was gray color. Upon further testing, a pulse of 30bpm was discovered and a permanent pacemaker was implanted. It was noted the transcatheter pulmonary valve implant procedure may have effected the sinus node. No additional adverse patient effects were reported.